Event description:
The physician reports that the li61aor haptic twisted during insertion using the ez-28 delivery device. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second li61aor was implanted successfully. Reference MDR 1119279-2010-00020.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b&l and subjected to visual examination which revealed that both haptics were bent. The condition of the lens is consistent with lens damage associated with injector use. (B)(4).